Manufacturer narrative:
(B)(4). This report for check patient line alarm was not confirmed due to unavailable sample. A batch review was performed and found no issues during the manufacturing of the lot. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Should any additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center and reported a check patient line alarm on the homechoice (hc) during use, during drain 1 of 4. The technical service representative (tsr) helped the home patient (hp) to check the setup for kinks, closed clamps, air and fibrin. The tsr had the hp reposition for better flow several times. The tsr found air inside the cassette. The tsr helped the hp to purge the air and restart the prime. The hp would use the initial drain to drain out the last fill that they received in cycle 1 of 4. Product surveillance contacted the care giver (cg) on (B)(6) 2011. The cg stated that they were able to finish therapy that evening. The cg stated they do not recall too much more information from that evening. They stated that therapy has been going fine since this event. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.